Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 39 events were previously reported during the reporting quarter; however, 1 event was reported in error. 38 previously reported events are included in this follow-up record. Product return status 14 devices were received. 24 devices were not available for evaluation.

Event description:
This report summarizes 38 malfunction events in which the device was reportedly leaking. 29 events had the problem identified during a non-clinical procedure; there was no patient involvement. 2 events had the problem identified before clinical use/exposure; there was no patient involvement. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 39 previously reported events are included in this follow-up record. Product return status 12 devices were received. 24 devices were not available for evaluation. 3 device investigation types have not yet been determined.

Event description:
This report summarizes 39 malfunction events in which the device was reportedly leaking. - 30 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 2 events had the problem identified before clinical use/exposure; there was no patient involvement. -7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 39 events were reported for this quarter. Product return status: 11 devices were received. 24 devices were not available for evaluation. 4 device investigation types have not yet been determined. Additional information: 39 devices were not labeled for single-use. 39 devices were not reprocessed or reused.

Event description:
This report summarizes 39 malfunction events in which the device was reportedly leaking. 30 events had the problem identified during a non-clinical procedure; there was no patient involvement. 2 events had the problem identified before clinical use/exposure; there was no patient involvement. 7 events had patient involvement: no patient impact.